Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high rv thresholds which caused premature battery depletion on the implantable pulse generator (ipg). A revision was attempted on the rv lead but venous access was unsuccessful. The rv lead remains in use. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.